Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed since lot number was not available. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted global technical services regarding a low drain volume alarm that occurred on the home choice (hc) unit during initial drain. The hp stated there were a lot of air bubbles in the patient line creating gaps in the solution. The technical service representative (tsr) assisted the hp with ending therapy and starting over with new supplies. There was patient involvement, but no medical intervention or injury was reported. A follow up was done via phone. The home patient (hp) stated that the issue was resolved by going into the clinic and having a manual exchange completed with the nurse. The cause of the alarm and air was due to catheter blockage. The hp stated there was no fibrin and the cause of the blockage was unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues